Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported:inratio: 1.9, 1.5, 1.6, 1.7. Doses were increased as the inr values were sub therapeutic. On the day of the 4th result, pt experienced a uncontrollable nosebleed. Lab draw resulted in 7.6 inr, re-test was 7.0. Pt admitted and intervention with vitamin k and frozen plasma was administered. Note: subsequent test results: inratio 1.4 lab 1.9 inratio 3.0 lab 3.4 inratio 3.6 lab 4.6 inratio 2.7 lab 3.6 pt 2: the reported inratio results are as follows: 1.0, 1.2, 1.3, 1.4, 1.1, 1.3, 1.4 (some test were repeat tests to confirm). Pt experienced bleeding episode. Lab draw resulted in 10.8. Pt admitted and intervention performed. Note: subsequent test results: inratio - 2.8, error, 1.6, 1.5 (re-test), 1.9 (re-test), 1.2, 1.4, 1.6 ( re-test), 4.4 lab - 3.9, 2.0, 4.7, 1.9, 4.3, 4.7, respectively.